Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient was hospitalized due to running out of supplies. Reportedly, emergency protocol was initiated. There was no indication of a product malfunction and it was reported that the patient had used their cartridges and infusion sets more than once. This report is being made because it was unclear if the bg excursion had occurred while the patient was off the pump using an alternative insulin delivery method.